Event description:
Blood glucose measured 905 mg/dl which is outside the reading range of the device. It was stated customer went to the hosp as a result and their meter read 436 mg/dl so was treated with an IV of saline and sodium chloride. A request was made for the return of the suspect device and replacement product was sent.